Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 501 mg/dl, treated with manual injection. Customer blood glucose reading when admitted to hospital was 465 mg/dl and treated with intravenous insulin drip at the hospital. Customer was not using auto mode feature active at the time of event. Customer stated that insulin pump was malfunctioning and self test was passed. The insulin pump will be returned for analysis.